Event description:
This lead was implanted (B)(6) 2007 and remains implanted at this time. A product experience report received on 09/26/2016 stated that the lead measurements was out of range, and impedance of 608 ohm and a threshold of 0.6v @ 0.5ms. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) italy. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).